Event description:
It has been reported to philips that the wireless footswitch did not work. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Additional manufacturer narrative: philips has investigated this complaint. According to the information collected, the system was not in clinical use. Per the information collected, the wi-fi indicator on the footswitch was red, which indicates that there was an error in the wireless connection. A philips service engineer inspected the system onsite but was not able to determine the cause of the issue. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The customer is currently using the wired footswitch. There are no wireless footswitches available for replacement. Corrected data: updated codes based on investigation.